Manufacturer narrative:
The user's healthcare provider was aware of the event. No medication was prescribed. The user reported plans to have the sensor removed due persistent pain in the insertion site and dissatisfaction with system performance ; however, no additional details regarding the reported performance concerns were provided. Review of the data management system confirmed that the user had not used the system since (B)(6) 2026. Pain/redness at insertion site is a known and anticipated potential adverse effect and does not require additional investigation. Additionally, the reported insertion location was outside the recommended insertion site described in the eversense user guide, which specifies insertion in the upper arm for intended use and performance.

Event description:
On june 2, 2026, senseonics was made aware of an incident in which the user reported pain at the sensor insertion site when pressure was applied to the area. The sensor had been inserted on (B)(6) 2025, in the left hip.